Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported issue remains unknown.

Event description:
During device preparation for a paroxysmal supraventricular tachycardia (psvt) ablation procedure, prior to inserting the sheath into a patient, one of the ports was fractured distal of hemostasis valve. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.